Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the mildly calcified left anterior descending (lad) artery. A 2.75x16 promus premier¿ drug eluting stent was advanced and successfully deployed. Following deployment, dissection was suspected at the distal end of the stent. A 2.5x16 promus premier¿ stent was deployed in an overlapping manner. No further patient complications were reported and patient's status was stable.